Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while the patient was on impella cp support, the p-level was unable to be increased due to suction alarms that occurred at p levels above 5. The medical team was advised the left ventricular waveform indicated a low volume status, and it was suggested to add volume to the patient. The physician wanted to verify impella position prior to increasing fluids. Impella position was verified with echocardiography and the medical team was advised to give the patient volume. The patient remained on impella support and was successfully weaned.